Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mothers reported via phone call that her son experienced low and high blood glucose. The customer¿s states that he had 159 mg/dl on the continuous glucose monitoring system and the blood glucose value was 18 mg/dl. The customer had to call for an emergency medical service. The customer also states that he had some issue with the infusion set had to change it frequently. The customer declined to troubleshoot for high blood glucose. The product will not be returned for analysis.